Event description:
It was reported that the stenoscope system intermittently locked up and had to be rebooted. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The connections were reseated during the service call.